Event description:
Revised for pain.

Manufacturer narrative:
Examination of the returned devices confirms implant eccentric loading and neck impingement. Review of provided post-primary patient x-rays finds it seems that the cup was positioned correctly at the time of the initial x-ray. The cup seemed to have spun around the acetabular socket; it is unclear if the liner stayed locked in the original orientation in the shell or if it detached/rotated at the time of the x-ray. Neck to liner impingement and neck to shell impingement along with edge loading may all be present at the time of the final x-ray. The pre-revision x-rays confirms the cup spin out and edge loading. The patient is a (B)(6) male with no other demographics made available. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Visual examination of the returned devices confirms an extreme edge loading situation. The femoral head, acetabular cup, and acetabular insert all exhibit damage from the edge loaded situation. The acetabular cup does not seem to have any bony ongrowth and was reportedly implanted for one year. It was initially reported the patient suffers from severe avascular necrosis. The femoral stem shows signs of neck impingement. Matching damage is found on the rim of the acetabular cup. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.